Manufacturer narrative:
Sc-1132 (sn:(B)(4)) device evaluation indicated that the complaint was not verified. It was verified that the battery depletion rate without stimulation was 4.02 mv within the expected range of 12 mv per day. The daily battery consumption rate for (program 7: 1.2ma/370us/100hz) was about 10.56 mv. The patient data showed normal device characteristics prior to the explant. However, the battery depletion rate changed after the explant and the sleep current measured high, 67 ua, slightly higher than the 50 ua limit, suggested that the device would likely be affected during the explant procedure. The device passed functional test.

Event description:
A report was received that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.